Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Consumer alleges his chair allegedly tipped forward causing him to fall out.

Manufacturer narrative:
A field service technician evaluated device in field. Customer has a back cushion in rear to move him up due to the seating being too deep. Unit is working properly. This is not an issue with the device but rather a fitting issue with provider.

Event description:
Consumer alleges his chair allegedly tipped forward causing him to fall out.